Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed the motor test. The excessive no delivery alarm could not be performed due the prime anomaly. The device had a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during prime. The blood glucose at the time of the incident was 80 mg/dl. Most recent reading was 88 mg/dl. Troubleshooting was performed and the customer was abel to rewind the insulin pump. The device was returned for analysis.